Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10april2019. Phone number not provided. The customer troubleshot with technical support. The customer stated that the ventilators power cord was making bad connection to the power strip it was connected to. When the unit was powered on a backup battery not connected error code was generated. The ventilator now powers on in ventilation mode with no error codes. The 24 volts error code was caused by a bad connection to alternate current (ac) power in combination to a bad battery. The issue was addressed. The customer stated the ventilator would be retired.

Event description:
It was reported that the ventilator went inoperable with a 24 volts failed error code. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Event date not specified, estimate used.